Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler would not load onto regular length of the stapler handle. This was double checked by the surgeon. The stapler cartridge would not load onto handle. The stapler cartridge had a broken off black piece at point of insertion onto the handle. A new stapler cartridge retrieved and the symmetry noted on new cartridge unlike broken cartridge. A new stapler cartridge was fired without further incident. The device was being used on the patient at the time of incident. There was no harm to the patient.